Event description:
It was reported that customer was hospitalized due to high blood glucose levels. Customer stated that there was moisture in the reservoir compartment and liquid leaking from their pump. Customer was instructed to return to their back up plan.